Event description:
Reporter alleged obtaining discrepant blood glucose values of 290 mg/dl back to back with a result of 135 mg/dl when testing was performed on the advantage sys. Reporter stated the exact time between tests was not known; however, the values were taken from the sys memory. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.